Manufacturer narrative:
Blocks d9 & h3: the omniwire was returned for evaluation. Block h3: visual inspection found a stretched distal coil, exposing the core wire and shaping ribbon. The shaping ribbon is broken in two segments with sharp edges but remained intact to the device. Measurements of the shaping ribbon confirmed that no missing material was suspected. Block h6: the probable cause of the reported failure is damaged during use. Manipulation and strain can damage internal or external components and result in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. No information available. : no information available. Not applicable for this device. The omniwire was not returned for evaluation, thus no returned product investigation was performed. Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure in a severely calcified proximal lad. While advancing to the lesion, the guidewire became stuck. A non-philips micro catheter was used to removed the guidewire. Upon removal, it was noticed the guidewire was uncoiled. No patient injury reported. This adverse event and product problem is being submitted because the omniwire was entrapped and additional intervention was required to remove the device.